Event description:
It was reported via phone call by the diabetes educator that the customer was getting an electrocardiogram done and dropped the insulin pump. It was stated that the screen looks distorted and the display cannot be viewed. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, minor scratches to the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.